Event description:
It was reported by the surgeon that during an unknown surgery, the green trocar was difficult to remove. The surgeon was able to remove the device. No other information available at this time. The condition of the patient is unknown. The patient is still on the table.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device is not returning. Additional information: after speaking with the surgeon, he was using the device improperly. [Surgeon] was squeezing the neck of the anvil where the trocar is inserted when trying to pull out the green trocar. When you do this, it makes it almost impossible to pull the trocar out. [Sales rep] showed [surgeon] all he needed to do was simply pull the trocar from the anvil without squeezing the neck. Could the device be used? Yes. Was the trocar difficult to remove from the device? Yes he was using improperly. Was the anvil rotated past the "brown" band on the spike in device? Yes. What was the procedure name? Lar/hysterectomy. How was the procedure performed? (Open, lap or hals) open. What is the patient's condition? Good. Was there any adverse consequence to the patient? No. Is the device available to be returned for evaluation? No. What type of anastomosis was created? (End to end, end to side) end to end. What stapling technique was used? (Single, double, triple) double. If (single or double), which purse-string suture was used? (Hand-sewn or suture clamp) not sure. What other devices were used for transecting and/or closing otomy? Na. Was the sales rep present? No. How long has the surgeon been using this device for this procedure? 5 years. Was the attending surgeon an experienced ees circular user? Yes. Who fired the device? M.d. Was the person firing the device an experienced ees circular user? Yes. Was the operating room staff experienced in preparing the ees circular device? Yes. Was there a recent conversion to ees devices in this account or this surgeon? Yes. What is the patient's present condition? Good. Is a pathology specimen available? No. Are there any x-rays and/or pictures available for analysis? No the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.